Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the device no longer working resulting in recurring incontinence, requiring the patient to use several pads per day. During the procedure the physician observed the balloon was in the patients groin. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. The patient fully recovered following the procedure.